Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2012, it was reported that after the patient changed the insulin cartridge in his infusion device and then the device displayed e7 (electronic error) and the vibro-alarm and audio-alarm were no longer functioning on the device. The patient changed the battery and battery cover, but it did not solve the problem. A week prior to the incident the patient recalls that the infusion device was making an irregular noise. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.